Event description:
It was reported that the patient could not eat post-op to the sleeve gastrectomy procedure. Ten days later they re operated. The patients stomach was twisted with several adhesions.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. Additional information was requested and the following was obtained: does the surgeon believe the issue is related to patient condition? If yes, why? No was there anything unusual that occurred in the initial procedure? Surgeon performs mainly robotic sleeves (90%). This case was laparoscopic on which firing did the event occur? Unknown, discovers post op was the slr material used on each firing? Yes. What color cartridge was used? Green and blue is there additional patient condition information that could have possibly caused or contributed to the adhesions found on the patient¿s stomach? Unknown had the patient had any previous abdominal surgery? Unknown why does the surgeon believe the slr material may have caused or contributed to the reported event? Please explain patient had 2nd operation and adhesion were discovered on slr and staple line. Slr was the only thing different in surgical procedure and surgeon contributed slr to adhesions and twisting.